Manufacturer narrative:
Device received with normal operating current. Pump passed displacement test and self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected error message anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had unspecified error codes. Customer¿s blood glucose level was unknown. Customer also reported that battery life had diminished and insulin squirted out of infusion set. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.